Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed. A transmitter functional test was performed and passed. The bin data was reviewed and passed, however loss of connection was noticed. The reported event of unknown error message was unable to be determined. The probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the device had an unknown error message. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.